Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up noise was seen on the right ventricular channel and this device in the bipolar configuration. In the unipolar configuration sensing appeared good without noise. Also in the bipolar configuration out of range pace impedance measurements were noted. A request for further review was needed. The system remains implanted. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the data send and confirmed the artifacts seen on the electrocardiogram were due to mv signal stimulus being sensed by the rv lead. Ts noted that the rv lead can sense these signals is due to the high impedance on the rv lead. Ts discussed turning the mv sensor off, which will cause the mv stimulus to stop being emitted by the device and thus the rv egm noise will cease. Ts also discussed to investigation the reason for out of range pace impedance measurements.

Event description:
Despite efforts the manufacture or model/serial number of the rv lead could not be obtained. At this time the patient will continue to be monitored.